Event description:
Procedure type: roux-en-y. According to the reporter: the orvil could not be connected to the stapler. The surgeon tried for about 15 minutes, but could not connect to the stapler. A new stapler was opened and the same orvil could be connected to it. The procedure was completed without further problem. There was oozing and tissue damage. The tissue had to be excised additionally to remove the device. Operating room time was extended by more than 30 minutes. No reinforcement material used.

Manufacturer narrative:
(B)(4).